Event description:
It was reported that the syringe 3ml ls 23g 1-1/4in tw experienced a cracked/damaged/deformed/bent syringe tip/luer. The following information was provided by the initial reporter: tip of syringe deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-23 h6: investigation summary one photo and one sample were received by our quality team for evaluation. From the photos, the needle was observed to be bent. From the sample, the syringe tip was observed to be bent. The probable root cause could be the needle assembly tooling dial and the top dial alignment. This caused the needle and syringe barrel tip assembled position to not be in the straight alignment which resulted in the syringe barrel tip to be forced to bend during the transition to the outfeed dial. This could be due to the lower tooling shaft at the needle assembly tooling dial not retracting, which caused it to hit against the side guide of the needle infeed dial and eventually leading to the misalignment. A review of the device history record showed that needle poor assembly was encountered during production. The technician realigned the needle assembly tooling dial and performed sample verification where no defect was found, and production resumed. The defective parts could have been escapees which were failed to be removed by the production technician during line clearance. The needle assembly tooling dial was immediately realigned and a limit switch before the needle infeed dial will be installed to detect any lower tooling crashes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ls 23g 1-1/4in tw experienced a cracked/damaged/deformed/bent syringe tip/luer. The following information was provided by the initial reporter: tip of syringe deformed.